Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a small piece of white plastic broke off of the device during a procedure and was retrieved through the original incision with no other pt effects reported. A new kit was used to complete the procedure. The product was discarded. The lot number is unk. The event occurred some time during the last 3 weeks.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).